Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. The pump was not within extreme temperatures. The customer experienced an elevated blood glucose (bg) level of 340 mg/dl, and was addressed by administering manual injections. Reportedly, the customer would administer manual injections for alternate insulin therapy.